Event description:
The customer alleged they received a questionable free thyroxine (ft4) result for one patient on their e411 analyzer. The patient's initial ft4 result was 6.0 ng/dl and it was reported outside the laboratory. The customer stated the patient's tsh and ft3 results were normal. The patient's sample was then tested on a different e411 analyzer and the result was 1.0 ng/dl. Finally, the sample was re-tested on the original e411 analyzer. The third result was 1.1 ng/dl. The repeat results were considered correct and issued as a corrected report. No adverse events occurred. The ft4 reagent lot number was 17127701 and the expiration date was 02/27/2014. A definitive root cause was not determined. The customer stated there was neither foam nor bubbles on the reagent. It was noted the customer had not replaced the pinch tubing in 3-4 months, which was not following the recommended replacing frequency.

Manufacturer narrative:
This event occurred in (B)(6).